Manufacturer narrative:
(B)(6). If implanted, give date: not applicable as this is not an implantable device if explanted, give date: not applicable as this is not an implantable device all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after an intraocular lens (iol) was inserted into the patient's eye, a piece of plastic was noticed on top of the lens. Reportedly, the plastic was removed from the eye. The account commented that they don't know if the plastic was coming from the lens or the unfolder (cartridge). Additional information was received and it was learnt that the lens was left in the patient's eye. No incision enlargement, no vitrectomy was performed and no sutures were used. The patient was reported being fine. This MDR is to record the cartridge. A separate report will be filed for the lens.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 10/20/2017. Device returned to manufacturer? Yes. Device evaluation: an unused 1mtec30 cartridge (with lot number cc05971) and a vial containing a small piece of apparent plastic were returned at the manufacturing site for evaluation. The unused 1mtec30 cartridge (manufacturing sealed in the original tray) was evaluated. No defect was observed. The ftir results indicate that the particle could be related to the 1mtec used on the insertion of the lens since polypropylene is part of the material composition of the 1mtec cartridge. However, since the cartridge used was not available for analysis, a matching of the piece of the plastic in relation to the cartridge was not performed. The returned small piece of plastic was analysed using the fourier transform infrared (ftir) spectroscopy. The results revealed that the particle was consistent with coatings of adhesive from transport and sodium hyaluronate while the bulk was consistent with polypropylene. Polypropylene is part of the material composition of the 1mtec30 cartridges. However, since the suspect cartridge was not returned for analysis the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the cartridge were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.